Event description:
It was reported to philips that the battery was not recognized by the device during calibration, there was no battery capacity, and the battery wouldn't charge. It was noted the device was operating on ac power only. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.